Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having issues with the sensor. During the night the insulin pump kept alarming his blood glucose was low to 54 mg/dl. He checked his blood glucose and it was 154 mg/dl. The insulin pump was also shutting down. Troubleshooting was attempted but the call was disconnected. Customer was reached and they started to talk about out sensor issues, such as blood at site. The customer is not returning the sensor for analysis.